Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. Customer has 2 complaints for this sku and lot#. Customer returned 2 broken files and the tip that was broken off one of the files in autoclave bag, as well as an empty blister cell package from lot#0000139249. Using microscope visually checked the broken file. No manufacturing defects or markings noted on file. File was broken approximately 9mm from the tip. Due to the condition in which the file was returned no additional testing can be performed. No unused files returned. Root cause unknown.

Event description:
In this case it was reported that a waveone gold reciprocating file primary broke during use. The broken piece was not retrieved but incorporated into the filling and procedure completed.